Event description:
A (B)(6) pt was pinned prone in a mayfield skull clamp and was being moved to a supine position for a craniotomy decompression when the physician claimed to have felt a shift in the clamp, possibly the rocker arm unlocking. The pin caused a 1.5 cm laceration which was treated with betadine and sutures. Mayfield disposable pins (a1072 lot number was 111239) were being used during the procedure. A stereotactic device was not being used at the time of this event. The pt recovered.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.